Event description:
Litigation papers alleged: experiencing daily debilitating pain, discomfort, and soreness in the area of his hip implant, which in turn negatively affect his ability to walk, move, bend over and dress. Friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused toxic cobalt-chromium metal ions and particles to be released in his blood.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and ppf records received. In addition to what was previously alleged. Pfs alleges pain, stiff, sore and limited mobility. Ppf alleges elevated metal ions.

Manufacturer narrative:
(B)(4).

Event description:
Ppf allege elevated metal ions. Ppf allegation was already reported. The metal poisoning in patient harm was change to blood heavy metal increased and added patient name in associated contact.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers alleged: experiencing daily debilitating pain, discomfort, and soreness in the area of his hip implant, which in turn negatively affect his ability to walk, move, bend over and dress. Friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused toxic cobalt-chromium metal ions and particles to be released in his blood. Doi: (B)(6) 2008 right hip. Dor: none reported. Update: 10/18/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Patient demographics added. Patient residence: (B)(6). Update ad 13 apr 2018. Ppf pfs and medical records received. In addition to what was previously alleged. Pfs alleges stiff, sore and limited mobility. After review of medical records for the MDR reportability, there is no revision reported. Doi: (B)(6) 2008; dor: not reported; right hip.